Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced multiple hypoglycemic events while using the ilet system, with blood glucose readings down to 40 mg/dl and recurrent lows lasting about an hour; the user consumed gatorade and candy to correct and received low and urgent low alerts, temporarily removed the pump per healthcare provider advice, subsequently adjusted the cgm target himself, and requested return of the device. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management without medical intervention or hospitalization. Investigation included complaint handling with user troubleshooting and education, review of device alerts, and coordination with the user¿s healthcare provider. Investigation of this case revealed no device alarms indicative of malfunction, no identified device component failure, and an unclear cause for the hypoglycemia events. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.